Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a patient who was receiving an unknown drug at the time of the event via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient reported that he had a person pose as a manufacturing representative before and screw up his pump.